Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient was admitted to the intensive care unit. The hcp requested that the pump be turned to minimum rate. The pump was put into minimum rate and it was unknown if the issue was resolved. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.